Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the blurry image may have occurred by adhesion of foreign material to the objective lens. The charged coupled device glass was dirty, resulting in unclear images. The type of foreign material on the objective lens could not be specified. The foreign material likely remained on the objective lens since the user could not conduct reprocessing properly due to a device leak. The issue can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection: before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, "troubleshooting". If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 5.3, "returning the endoscope for repair" on page 99. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage". "Chapter 5, troubleshooting: if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, "preparation and inspection", do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, "troubleshooting guide". If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. Should any irregularity in the function of the endoscope and/or endoscopic image be observed during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, "withdrawal of the endoscope with an irregularity" on page 97". Could have caused or contributed to the reported issue was identified. In addition, the following non-reportable malfunctions were found during the device evaluation: there has mucus like white glue on the objective lens. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a blurry image. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.